Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th11-l3 posterior fixation (percutaneous) for l1 osteoporotic vertebral fracture. It was reported that the guide tip on the left side of l2 could not be removed. While struggling, it was extracted using a kocher clamp, during which a small amount of cement leaked into the head. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.